Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The likely root cause of the reported complaint may be the defective processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in june 2016 and is now over 9 years old. Reviewing the archive data showed a system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Investigation revealed that the likely root cause of the system error may be the defective processor board, which needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar past complaint reported for the autopulse platform with serial number (B)(6). Ccr 52186 was reported on 11/26/2020, and the processor board was replaced as a precautionary measure to remedy the issue.

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." No patient involvement.